Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported cerebrovascular accident and embolism are known adverse events as listed in the emboshield nav6 instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported via a trial that an emboshield nav6 was unable to cross the heavily tortuous and mildly calcified target lesion in the right internal carotid artery. After a support wire was inserted, a second emboshield nav6 was positioned to complete the procedure. An acculink stent was implanted in the target lesion. During the procedure, the patient developed left facial droop. The CT scan of the head was negative for hemorrhage; however, the MRI of the head showed multiple embolic lesions in the right hemisphere and a few embolic lesions in the left hemisphere. There was no perfusion abnormality. The carotid duplex showed a patent stent. The patient condition improved and the patient was discharged home five days later. There was no additional information provided.